Event description:
It was reported that 12 bd¿ nestable sharps collectors' lids would not close properly. The following information was provided by the initial reporter, translated from japanese; "the temporary lid does not shut properly in several products."

Manufacturer narrative:
H6: investigation summary 1 sample received and issue verified that lid keeps opening. Photos ,videos and sample send to manufacturer. According to the device history record review process, the result showed there were no issues reported as temporary lid not remaining shut during the manufacturing process of the lot number (2103925) reported under this customer complaint. A review of the non-conformance material report was performed; the result showed that no temporary lid issues were reported for the same part number throughout the last twelve months within our process. Investigation: according with investigation and evidence provided (pictures and video), we are able to confirm that lids open by themselves after a while. It was noticed that from the pictures provided, customer is referring to the damage shown in the cap tab, however, this condition does not affect the temporary closure feature. Additionally, this is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following: after 24 hours, none of the tested lids went open by themselves. All the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. All the material met the expected results. Furthermore, we have previously received a video as evidence from another customer complaint (cc 3984129) from the same region, where it can be seen that collector exceeds the limit indicated on the lid (fill line), which could be reason to generate this kind of issue because at the time to exceed the capacity, they could be causing deformation to the collector. In addition, as part of the manufacturing process, the product includes an IFU (instruction for use) in each box which explain that fill line limit must be not exceeded. However, if the method established within the IFU is not followed as intended then it will not function correctly. Because of this, the storage and handling process method will be needed to determine the root cause since the product could have experienced deformations from an incorrect storage (damaged product). Because of all the information and test presented, we can determine that the failure mode is not related to the manufacturing process. As per the sample being received, an investigation could be performed, and a root cause could be determined as potential root cause : 1. End user misuse (the end user didn¿t follow the steps stated in the bd sharps collector IFU). 2. Incorrect handling, use, storage, transportation issues or inappropriate environment could cause deformation. 3. Re-use (if the product is being re-used after an autoclaving process, it will generate deformations). 4. Mold issue (improvement opportunity on the design, current molded parts meet drawing specification). Conclusion: based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections, however, as part of this investigation and due several complaints received, an engineering study was performed to evaluate the functionality of this feature (temporary closure), the results of this engineering study was that the events reported by the customer are not present or were not able to be replicated under controlled test for the existing production parts, therefore, it can be concluded with 95% reliability / 95% confidentiality that the parts producing doesn¿t open by themselves and its required to be applying a force minimum of 1.5 lbsf to be opened. H3 other text : see h10.

Event description:
It was reported that 12 bd¿ nestable sharps collectors' lids would not close properly. The following information was provided by the initial reporter, translated from japanese; "the temporary lid does not shut properly in several products."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.